Event description:
The hospital has returned device to customer service with a letter attached saying that the hip stem has broken. The pt has not done any irregular activity when it occurred/broke. The hospital wondered if there was a weakness in the stem from the beginning. Primary 2007. Revision (B)(6) 2011 exeter long stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.